Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. Reportedly, on (B)(6) 2025 the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with blood glucose (bg) level was 479 mg/dl with ketones that were identified as life threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharge on (B)(6) 2025.